Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield has not been returned for evaluation; product analysis cannot be performed. The device has not been returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-500-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex with shield did not open during a procedure. The patient was undergoing flow diversion treatment of an unruptured, saccular aneurysm in the right internal carotid artery (ica). Vessel tortuosity was described as moderate. The aneurysm max. Diameter was 7 mm and neck diameter was 4 mm. The landing zone artery size was 4.2 mm distal and 5 mm proximal. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex with shield was advanced to the aneurysm without issue. At deployment, the pipeline flex "did not open as expected." It was reported that the distal section failed to open; less than 50% of the pipeline braid had been deployed with the issue was noticed. The pipeline flex with shield was resheathed less than two times, which did not open the braid. Afterward, the device was removed from the patient with the microcatheter. The procedure was completed using a new pipeline flex with shield. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex pushwire was returned for evaluation without the braid. Any contributing factors from the braid could not be assessed. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the analysis findings, the report of pipeline flex with shield failure to open at the distal end was not confirmed. The event cause could not be determined as the pipeline flex pushwire was returned without the braid. No evidence was found to suggest that the device failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.